Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 0 occurred. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose level was 163 mg/dl.